Manufacturer narrative:
A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The complaint device was reported to be available for a manufacturer evaluation. Once the device has been received and evaluated, a supplemental MDR will be submitted.

Event description:
A patient reported to technical support (ts) that a fluid leak occurred during their peritoneal dialysis (pd) treatment. The patient received multiple air detected in cassette alarms during drain 3 of 4. The patient ended the treatment after failing to bypass the alarms. When the cassette was removed from the cassette door, fluid was observed leaking out. It was unknown what caused the leak. The patient stated that there was no visible damage on the cassette. The ts representative advised the patient to discontinue use of the cycler. A replacement cycler was issued to the patient. The patient completed treatment by performing a manual exchange. There were no missed treatments reported as the patient was able to perform manual pd therapy until the replacement cycler arrived. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient received their new cycler and is continuing pd therapy on the replacement machine with no further issues. Upon follow up, the patient stated the cycler was picked up and returned to the manufacturer for evaluation. In addition, the cassette was available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: the actual sample was returned to the manufacturer for physical evaluation. During disinfection, a leak was observed. A visual inspection was performed under a microscope and there was a hole in the film of the cassette. The hard plastic was inspected and there were no damages found. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The investigation into the cause of the complaint was able to confirm the reported event.

Manufacturer narrative:
The complaint device was received by the manufacturing facility and the evaluation is in progress. A supplemental MDR will be submitted upon completion of this activity.